Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device. On (B)(6) 2018, the patient was presented with an occluded left limb/common iliac artery of a previously implanted powerlink/afx graft. The physician performed a secondary procedure and treated the patient with a fem-fem bypass and thrombectomy of femoral and popliteal. Flow was restored with single vessel runoff. As of the date of this report there have been no additional patient sequelae reported. The patient's status is doing well. No additional information was provided.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: conclusion code - remove 11.